Manufacturer narrative:
According to available information, this device required removal due to a balloon burst. The administrative technician at the medical facility said the device balloon burst after placement. It happened in less than a week of using the device by the user. No other adverse patient effects were reported. According to the complaint description lot number is available but no sample. After receiving this complaint, we searched for other complaints and found none about the lot 765752. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action is ongoing "balloon bursting trending for folysil and silicone prostatic catheters." However, the issue of bursting silicone balloon could come from various causes. In this case, we cannot identify any specific root cause because the information provided is insufficient to do so. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required removal due to a balloon burst. The administrative technician at the medical facility said the device balloon burst after placement. It happened in less than a week of using the device by the user. No other adverse patient effects were reported.